Manufacturer narrative:
During the review of the customer supplied five data files, thermo fisher scientific identified three false positives across 419 samples.the false positives were attributed to customer not following cetritifugation parameters as outlined in the IFU. Customer was advised to ensure that centrifugation parameters are followed per page 38 of the IFU (man0019181, rev. J.0) to avoid recurrence of the issue. This issue was resolved as subsequent runs with proper centifugation procedure by the customer did not exhibit false results.

Event description:
Due to users improper centrifugation, the customer encountered several possible false positives. On (B)(6) 2021 the customer reported several false positive results while running the taqpath¿ covid19 combo kit. Subsequently, upon the re-run of the samples on another instrument, the results were confirmed negative. The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false results were reported to the physician and/or patient.